Event description:
The customer reported that the blade protector was not functioning properly, leaving the blade exposed. As a result, one technician sustained a cut due to the issue. No medical intervention was required, this occurred prior to use with patient.

Manufacturer narrative:
The product involved in the report is said to be available but has not been received yet. Avid medical is a convenience kit manufacturer. The complaint component is southmedic (registration number: 8022032) part number 5316285, lot number w1007576. A supplier corrective action request was issued to the component manufacturer on march 6, 2026. Upon completion of the investigation, a follow-up report will be filed. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.

Manufacturer narrative:
The device history record was reviewed, and no nonconformances were identified for the affected component. Cleaning records from the time of manufacture were also reviewed, with no issues noted. A visual inspection of current warehouse inventory for the component found no defects. All required quality inspections were completed in accordance with established procedures, with no discrepancies observed. A 12-month review of complaint data revealed no prior complaints or trends associated with this issue, indicating this is the first reported occurrence. The situation will continue to be monitored. Additionally, warehouse storage locations for the components were assessed, and the placement of the scalpel was revised to the center of the tray. This product incident is documented in the complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.